Event description:
In 2007, via telephone, the sales rep reported that a slimline spiked plate was being used during a multilevel cervical fusion and when the surgeon was placing the screw when the secure ring popped off. The surgeon continued to use the plate and placed all the other screws in the plate and used a rescue screw in place of where the secure ring had popped off. There was no surgical delay and no reported patient injury.

Manufacturer narrative:
Device has not been explanted. Device manufacture date is unk. Investigation pending.